Event description:
It was reported while testing with bottle plastic bactec plus aerob/f 50/pk a false positive occurred three times. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: 2nd feb: confirmed it was 3 bottles which were affected. One bottle has flagged as false positive. The customer has noticed that another bottle from the same lot number had a sensor which had lifted from the bottom of the bottle no false results reported to clinicians as the lab always perform gram staining to confirm results. No impact to patients at this time.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bottle plastic bactec plus aerob/f 50/pk a false positive occurred three times. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: 2nd feb: confirmed it was 3 bottles which were affected. One bottle has flagged as false positive. The customer has noticed that another bottle from the same lot number had a sensor which had lifted from the bottom of the bottle no false results reported to clinicians as the lab always perform gram staining to confirm results. No impact to patients at this time.

Manufacturer narrative:
H6: investigation summary : customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review.